Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery from the insulin pump. The customer's blood glucose reading was 213 mg/dl. The customer stated that insulin is not coming out of the tube. The customer stated that the piston was not moving. The customer stated that her settings were 5 units of bolus for saline. The customer stated that she has not seen the level of saline in the reservoir move for the past 2 days. The customer was advised that the reservoir holds either 180 or 300 units. The customer does not have a tubing clamp to test the pump. The customer will be sent a tubing clamp.